Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Lens remains implanted. The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002, 21.0 diopter intraocular lens (iol) has pitting on the back-surface post implantation. Yttrium aluminum garnet (yag) procedure was done thinking it was posterior capsule, but it was not. Per information on the received complaint form, the lens remains implanted. Problem observed on (B)(6) 2018. Lens has appearance of a secondary cataract, but after capsulotomy was performed, debris/pitting was still present, od (right eye). Patient noted to have haziness of vision for some time. Appearance of posterior capsule opacity, yet haziness on posterior aspect of lens remained in spite of opening posterior capsule. No secondary surgical procedure required. No plan to explant. Visual acuity (va) pre-op, 20/30; va post-op, 20/30. No additional information was provided.